Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient noticed moisture inside the machine but no leak discovered and the cassette did not appear to have a leak. Upon follow up, the patient confirmed the reported event. The pd nurse suggested that the moisture may be a result of heat, however the cause of the moisture was not confirmed. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient noticed moisture inside the machine but no leak discovered and the cassette did not appear to have a leak. Upon follow up, the patient confirmed the reported event. The pd nurse suggested that the moisture may be a result of heat, however the cause of the moisture was not confirmed. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler.